Event description:
The following info was reported: procedure type was interventional peripheral. A 1/3 of the sealant was already out of the skin during the procedure, just after removing the introducer to the black handle. The physician gently used the white tube to the green marker, but the excess sealant was still out. The physician followed the procedure time 30 seconds with a little tension, with a 45 degree angle from the skin and 30 seconds with the device without tension, before removing the system, the surgeon compressed during the 90 seconds and hydrated and cut the sealant only after that. The distributor suggested the physician to compress again for 90 seconds. Then, swelling (size less than 6cm) was noted under the skin, so the physician compressed for 20 minutes. The pt was kept in the hospital as originally planned.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot # f1317804) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.